Event description:
The customer contacted stryker to report that their device unexpectedly powered off twice. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker downloaded the device's electronic records from the event for review and was able to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker determined that the likely cause of the reported issue was due to the user failing to fully latch the device's battery into battery well 2.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off twice. There was no report of patient use associated with the reported event.